Event description:
Initially, pt reported right side lymphoma, deflation, infection, irritation/inflammation with right breast implant. F/u with the implanting surgeon's office noted the pt was seen in the emergency room for what was thought to be a right breast abscess or an infection. The pt was then sent to see the implanting surgeon, who performed an antibiotic wash and had the pt have an ultrasound as well. Operative notes were requested and state, "on the right side, once incised, we encountered a large volume of purulent fluid. This was sent for culture. We found a completely deflated saline implant. The capsule was angry and inflamed... The pathology final diagnosis: alcl; cd30+ alk- including cd45+. The pt was to see an oncologist at a later date. Additional info provided by the surgeons' offices notes that the pt was seen by the oncologist and breast implant that was removed was discarded.

Manufacturer narrative:
Medwatch submitted to the FDA on 02/14/2011. Explanted devices were requested to be returned to allergan, but were discarded by the facility and not available for analysis. Device labeling: "pts should be advised that implants are not considered lifetime devices and they will likely undergo implant removal, with or without replacement, over the course of their life." "If any unusual symptoms occur after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately." "Published studies indicate that breast cancer is no more common in women with implants than those without."

Event description:
The patient received a partial resection, chop chemotherapy, salvage chemo, and external beam radiation therapy. However, the disease progressed with an invasion to the patient¿s mediastinum, which resulted in post obstructive pneumonia of which the patient died. Health professional additionally reported "mass," and " patient developed a unilateral malignant seroma, recurrent after initial drainage. Pathology demonstrated large mononuclear cd30+ alk- cd45+ cd20- cd15- cd43-, anaplastic lymphoma cells. Treatment included surgery (implant removal and capsulectomy), however patient developed recurrent disease involving axillary lymph nodes, supraclavicular fossa, mediastinum, and bilateral lung infiltrates. Patient died of disease 9 months after initial presentation.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
In response to FDA report number mw5019161 and mw5087746. (B)(4). Reason for removal: deflation, infection, irritation/inflammation, pain, and alcl. The events of inflammation/irritation, infection, lymphoma, seroma, alcl, and death are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this kind of event. This is a known potential adverse event addressed in the product labeling.

Event description:
Initially patient reported right side lymphoma, deflation, infection, irritation/inflammation with right breast implant. Implanting surgeon noted right breast "abscess or an infection", and "large volume of purulent fluid." The patient was then sent to see the implanting surgeon, who performed an antibiotic wash and had the patient have an ultrasound as well. Additionally healthcare provider reported "a completely deflated saline implant, the capsule was angry and inflamed...." The patient was to see an oncologist at a later date. Additional information provided by the surgeons offices notes that the patient was seen by the oncologist and breast implant that was removed was discarded. Voluntary medwatch received noted "mediastinal mass with airway compression, bilateral pulmonary infiltrates, clinical deterioration". Patient death occurred on (B)(6) 2011.